Event description:
Customer's wife reported a button error on customer's insulin pump. Customer has to push the buttons about four times before they respond. Customer's blood glucose was 415 mg/dl at the time of the incident. He treated with a manual injection. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).